Event description:
During operative use of the depuy synthes anterior corail/tri-lock impactor, according to MFR's recommendation, while implanting the femoral stem component, it was discovered that the distal appendage had broken off of the impactor. Both the surgeon and the scrubbed tech impacted the two portions of the impactor and were able to determine that the impactor was accounted for in its entirety. FDA safety report ID# (B)(4).